Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia up to 400 mg/dl while using the ilet system with a dexcom g7, with glucose remaining elevated for several hours despite exercise and infusion set and cartridge changes; a fingerstick confirmation was not obtained due to a depleted meter battery, and no illness, medication changes, or device malfunctions were identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.